Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2016-00274, 3010536692-2016-00275, 3010536692-2016-00273.

Event description:
Dr. (B)(6) told me that the patient said that the left knew was unstable and said that the poly is coming out of place anteriorly and then returns to its proper position.